Manufacturer narrative:
Completion of device service pending.

Event description:
The manufacturers service engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem.

Event description:
The international customer reported the ventilator alarmed due to a pressure sensors failure. The customer reported the unit was not in use therefore there was no patient involvement or harm. During initial evaluation, the manufacturers service technician was unable to duplicate the reported problem. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service technician reported the data acquisition pcb to motor controller pcb board cable needs to be replaced. Completion of evaluation and service is pending customer approval of service estimate.

Manufacturer narrative:
Supplemental report